Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(4), confirmed the report of outflow graft twisting. (B)(4) was returned assembled with the pump cable severed approximately 7.5¿ from the bend relief and the severed portion of cable was not returned. The modular cable was not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The apical cuff was returned, properly engage with the cuff lock. The graft beneath the bend relief revealed a 90-degree counter clockwise twist of the proximal end of the outflow graft approximately 1¿ from the outflow graft hardware. The tissue accumulation on the exterior of the graft appeared to have formed around the twist, suggesting that the graft had been twisted for an undetermined period of time while (B)(4) was supporting the patient. Although a duration of time for which a twist was present could not be determined through this evaluation, it could have contributed to the low flow alarms that were seen in (B)(4) (per (B)(4) and (B)(4) (per (B)(4). Upon disassembly of the returned pump, examination of the proximal opening of the inflow cannula revealed a normal biological lining. Similar depositions were found along the textured blood-contacting surface. The depositions did not appear to obstruct the flow of blood through the device. Further examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Corrective action has been taken to further investigate sealed outflow graft kinks/twists. The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The "de-airing the pump" section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The system monitor section describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm.

Manufacturer narrative:
The referenced low flow alarms were reported within MFR. Report number 2916596-2019-00113 and MFR. Report number 2916596-2019-00772. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient received a heart transplant on (B)(6) 2019. The account stated that the patient had a suspected outflow graft twist. No further information was provided.